Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error alarms. Troubleshooting was performed and was able clear the alarm. The pump rewind was successful. Advised the customer to do a displacement test on the pump and it got passed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the device will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Device case: ngp. Customer returned device for an alleged this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. And drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Found on-october 22, 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. No this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Or drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Noted during testing. Confirmed this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. On october 22, 2022 00:05:00.000 in device downloaded history. Verified no drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Alarmed in device downloaded history. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Motor was tested outside of the device and passed the ngp system board test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and minor scratches on lcd window. In summary, customer allegation for this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. And drive count/time values or changes incorrect for moving or coasting. Too slow or too fast was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.